Manufacturer narrative:
Pump powered up properly after batter installation. . All buttons function properly. Unit successfully downloaded to thump. Verified 3 consecutive pump error 53 alarms (file number 65535 line number 65535) in the pump history download on 11/26/2023 between 20:20:29.000and 20:20:54.000 due to moisture damage to the motor assembly, pcb1 and pcb2 board as per global logic analysis esf347087. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 05/18/2024 23:42:01.000 in pump downloaded history. Unable passed self-test, displacement test, active current measurement and sleep current measurement test. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The unit also was received with: cracked case on battery side, cracked case (battery tube), scratched case, keypad overlay texture damage, stained keypad overlay, and pillowing keypad overlay. In summary, unit showed critical pump error 53 in pump history which was triggered by moisture damage to the motor assembly. The customer concern of pump error 49 was not alarmed during testing or in pump download history. Keypad was functioning properly. No keypad anomaly. Frozen screen was not confirmed due to unit powering properly upon battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 49, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.